Event description:
Customer reported a colleague infusion pump that did not trigger an upstream occlusion under test conditions. Fluid oscillated without delivering anything and did not alarm and did not turn off. There was no patient involvement. No patient injury or medical intervention occurred.

Manufacturer narrative:
Device is not available for evaluation. Should additional information becomes available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4)